Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, fridge had failed and required maintenance the customer stated that this malfunction caused a delay in dispensing medication to patients., but the user was managed to get the medications from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that remote manager door was failed. The field service engineer (fse) found the remote manager detaching from the refrigerator, which caused latch errors and removed the old adhesive, applied new adhesive, and reinstalled the remote manager. Multiple diagnostic tests were performed, and no issues were observed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge had failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients., but the user was managed to get the medications from another station. However, there were no adverse events or injuries reported based on this event.